Event description:
Customer reported air sensor alarm

Event description:
Customer reported air sensor alarm. The device was received for investigation. Device history record was reviewed, and no events linked with reported issue were observed. Device log was reviewed, but available data are insufficient to confirm events described in the complaint. The device was tested. All tests are conform. An internal check of the devices and quality control check were carried and are conform. The reported issue cannot be reproduced. The complaint is not valid.